Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 21-jun-2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney".

Event description:
Litigation alleges that the patient suffers from friction wear between the cobalt chromium metal head and cobalt chromium metal liner, which has caused severe pain, discomfort, and trouble walking. Update the patient's right hip was revised on (B)(6) 2013 to address pain. Update in addition to what were previously alleged, ppf alleges metal wear, metallosis, and elevated metal ions. After review of medical records, there were no revision notes provided or surgery reported. Doi: (B)(6) 2008 - dor: none reported (left hip).